Event description:
The physician implanted a mesh and reported that the pt began having pain the next day. They admitted the pt and attempted to treat the pain and then released him. Pt came back less than a week later with same issue and the mesh was explanted. The physician noticed that bowel had adhered to the mesh.

Manufacturer narrative:
We are awaiting the return of the device and add'l info in order to perform the investigation. A f/u report shall be submitted upon completion of the eval.